Manufacturer narrative:
The insulin pump passed functional testing including the prime/force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test. There was no blank display anomaly noted. A cracked reservoir tube lip was noted during the visual inspection of the insulin pump.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose levels an diabetic ketoacidosis. The customer's blood glucose at the time of admission was 792 mg/dl. The customer expressed nausea, vomiting and difficulty breathing, as symptoms related to her high blood glucose. Prior to the hospitalization, the customer stated that she felt sick and began vomiting. The customer was treated with an IV drip and insulin. The customer reported that the insulin pump experienced a blank display. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, but the customer stated that the display did not return. The customer was advised that to discontinue use of the insulin pump and that the insulin pump would be replaced.